Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use in a laparoscopic hysterectomy procedure, the device¿s seal was loose and wiggly, they could not use it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one no blade device. The visual inspection of the returned product noted that the obturator, trocar, cannula, envelope and circular seal appeared intact. The obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing, the device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.